Manufacturer narrative:
Corrected data: d4 ¿ UDI. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the pump was alarming with a blank screen. They instructed the patient to remove the batteries and restart the pump. The pump settings were confirmed, and they appeared to be erased. They instructed the patient to power the pump off and call the clinic. This event occurred at patient's home and no patient harm/adverse event reported.